Event description:
The patient received burns on the medial thighs during a procedure in which renuvion was used as part of the overall surgical treatment.

Manufacturer narrative:
The treatment plan included power assisted liposuction (pal) before renuvion. The renuvion device settings were 70% power and 2 lpm of helium flow. The doctor reported doing 2 retrograde renuvion passes approximately 1 inch apart subsequent to the pal treatment. The patient's burns are being treated with enzymatic debridement creams and topical silvadene. As with all energy devices there are inherent risks associated with the use of renuvion. Risks included in the instructions for use are: unintended burns (deep or superficial), ischemia, fibrosis, infection, pain, discomfort, pigmentation changes, increased healing time, unsatisfactory scarring, asymmetry and/or unacceptable cosmetic result.